Event description:
A malfunction alarm identified as malfunction 1-0x2131 was reported by the distributor rubin medical ab in sweden. There was no specific information available about the customer's blood glucose level, and the customer chose not to disclose if their level exceeded 500 mg/dl. As a corrective action, the customer's pump was confirmed to be replaced under warranty, and instructions were given for returning the malfunctioning pump to tandem within 10 days. The customer did not share their backup insulin therapy plan.